Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that on discharge from the room, the patient¿s blood pressure was low. Echocardiography showed pericardial effusion, so pericardial drainage was performed. After drainage was performed, the patient left the room after confirming that blood pressure had returned to normal. The patient was recovered but still in the hospital. Patient did not require extended hospitalization because of the adverse event. Physician¿s opinion on the cause of this adverse event was that it was procedure related. The physician commented the cause of event is excessive contact force. The atrial septal puncture was performed by radiofrequency needle. Ablation was performed before pericardial effusion/tamponade was detected. No steam pop was confirmed. Irrigation catheter was used, the flow setting was a qmode setting with 35 watts. No error message was observed. Dashboard force visualization feature was used. Additional filter used with the visitag was force over time. Tag index color option was used. Ngen generator was used, software version and serial number were unknown. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Visitag module was used, parameters for stability used was force over time 25%/3g, time 3s, distance 2.5, tag size 2mm.

Manufacturer narrative:
E1. Initial reporter phone (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. Manufacturer's ref. No: (B)(4).